Event description:
Event was reported to (B)(4) by an attorney. The patient experienced chronic pelvic, lower abdominal, lower back, and vaginal pain as well as excruciating pain during intercourse, urinary incontinence, retention and leakage along with frequent/burning urination, abnormal bowel movements, severe urinary and vaginal infections, rectal absences, vaginal and rectal bleeding and lower abdominal inflammation, and psychological and emotional suffering. No further information has been provided.